Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pneumonia, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient with three different products on the same day. The patient was injected in the cheeks with 1ml of juvéderm voluma® xc, and in the jawline with 1ml of juvéderm volux¿ xc, and in the nasolabial folds and marionette lines with 0.5ml of juvéderm® ultra plus xc. Approximately one month later, the patient returned, and they were injected in the chin with 0.8ml of juvéderm voluma® xc and in the nasolabial folds with 0.4ml of juvéderm® ultra plus xc. About two months later, the patient was injected with 72 units of botox®. Approximately one week later, the patient ¿noticed a hard knot" above their mandible. About two weeks later, the hcp saw the patient and stated, ¿I feel a hard gumball size area with blanching after pressing.¿ the patient reported to the hcp that they were recently sick with walking pneumonia (not device related). No treatment has been provided the hcp is seeking medical guidance. The symptoms are ongoing. This is the same event and the same patient reported under patient identifier: (B)(6) (emdr-58738), (B)(6) (emdr-58739), (B)(6) (emdr-58740), and (B)(6) (emdr-58741). This emdr is being submitted for the 2nd injection of suspect product, juvéderm® ultra plus xc.